Event description:
Pt admitted for repair of aaa. Post-op day 1, pt required pulmonary cath. X-ray taken after insertion showed swan needed to be pulled back 4cm. When md attempted to pull back, pt coughed up bright red blood. Pt "bronched" and intubated. Remained unstable for 5 hours, coded and expired.